Event description:
The manufacturer received information alleging a ventilator service required condition occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and during the evaluation an error message in relation to ventilator service required (evt_battery_not_charging_fault) occurred. The evaluation is currently pending. If additional information becomes available a supplemental report will be filed.